Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The infusion set and cartridge were changed to resolve the occlusion. No damage was observed to the supplies. Blood glucose (bg) was 700 mg/dl and an insulin injection was administered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin drip was administered; elevated bg/dka were resolved. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. As the pump was lost during the hospital stay, customer reverted to using manual injections for insulin therapy.